Event description:
The customer alleged that there was a mixture of water and cidex opa that leaked on the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse removed and replaced the v-7 fill tank/disinfectant reservoir valve. The fse ran a test cycle and performed a unit reset.